Event description:
It was reported that the device image was black when looking through it. No patient injury reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint that the device image was black when looking through it. A visual inspection was performed and showed the scope to have cracked weld, damaged side arm, broken lens with severe distal tip and fiber damage. This is caused by contact with another source. No manufacturing related defects were observed. No further investigation is required.